Event description:
Patients mother reporting pump issue. Before the infusion the black part attached to spring broke and detach. She tried reinserting that part and finished pt's infusion for today but she noticed that the pressure changed due to that and it was little painful at the end of the infusion. Pharmacy is sending replacement pump. No further information provided. Diagnosis for use: d80.0.